Manufacturer narrative:
The device was returned and evaluated where they found that the left arm doesn't hang straight. It was bowed out so the tire rubs the frame.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the left side rear wheel is rubbing the armrest. He states there was no patient involvement in this out of box failure.

Event description:
The provider states the left side rear wheel is rubbing the armrest. He states there was no patient involvement in this out of box failure. Protocol questions do not apply. (B)(4).